Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the screen on her insulin pump was almost black. Customer's blood glucose level was 176 mg/dl. Customer stated that there was damage to the insulin pump's screen. Troubleshooting was done for cosmetic damage. Customer mentioned that the type of damage was coloration or burn of the surface of lcd screen. Customer was not sure how the damage happened. Customer stated that they cannot read the insulin pump screen and insulin pump was functioned as designed. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment or partial display, screen burn anomaly noted during testing. Device had cracked lcd window, cracked case at display window corners. (B)(4).